Event description:
On (B)(6) 2011, abbott point of care was contacted by a sales rep who was contacted by a customer on (B)(6) 2011 regarding I-stat troponin cartridges that yielded discrepant result on a pt. Pt info: on (B)(6) 2011 trppc I-stat 0.00, on (B)(6) 2011 trpi axsym 0.17, on (B)(6) 2011 trpi axsym 0.07. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration. MFR report# 2245578-2011-00371 through 2245578-2011-00393 are from a single user site.